Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected and added new information to h.6 investigation findings, investigation conclusions and type of investigation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided by the site and revealed crimped valve exposed through sheath, one (1) strut appeared slightly bent outward at the inflow side, one (1) strut appeared bent to the side at the outflow side. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. In this case, 'during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the team experienced difficulty inserting the sheath into the patient. A 16fr esheath split open preventing from advancing the valve through the esheath'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. As noted, the sheath was inserted at high insertion angle and the patient's access vessel had presence of heavy calcification, tortuosity, and undersized access vessel. The steep insertion angle and presence of calcification, tortuosity, and undersized access vessel can create challenging pathway during delivery system advancement, and lead to resistance. It is possible that the valve struts caught on the sheath liner during delivery system advancement and the subsequent device manipulation to overcome the resistance resulted in sheath liner tear and bent strut at the inflow side. Additionally, the bent strut at the outflow is potentially occurring during the delivery system (with crimped valve) retrieval back to the torn sheath. The strut may have caught on the sheath and flared outward. As such, available information suggests that patient factors (calcification/ tortuosity/ undersized access vessel) and/or procedural factors (excessive device manipulation/ steep insertion angle/ retrieval of crimped thv) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist, during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the team experienced difficulty inserting the sheath into the patient. A 16fr esheath split open preventing from advancing the valve through the esheath. The team abandoned the case with no patient harm. Hemostasis was achieved with perclose devices. Per imagery review frame damage and liner torn were noted.